Event description:
The customer observed false positive alinity I stat highly sensitive troponin-I results for two patients. The samples were repeated with lower results. The following data was provided: sid (B)(6) initial result = 0.13 ng/ml repeat result = 0.01 ng/ml. Sid (B)(6) initial result = 0.04 ng/ml repeat result = 0.01 ng/ml. Customer¿s diagnostic cutoff = 0.026 ng/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is sid (B)(6).

Manufacturer narrative:
The field service representative (fsr) troubleshot alinity I, serial number (B)(6), and observed both the optics shutter and process path disk dirty and cleaned the parts. Both the optics shutter and process path disk were deemed the cause for the module generating the false elevated stat high sensitive troponin-I results. The module function was verified with a control run. The service history of the (B)(6) verifies no subsequent issues have been reported related to discrepant troponin patient results after the current issue was identified. A review of complaint and trending data for the alinity I processing module did not identify an increase in complaints as related to the current complaint. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I, serial number (B)(6), or optics shutter and process path disk was identified.

Event description:
The customer observed false positive alinity I stat high sensitive troponin-I results for two patients. The samples were repeated with lower results. The following data was provided: sid (B)(6) initial result = 0.13 ng/ml repeat result = <0.01 ng/ml. Sid (B)(6) initial result = 0.04 ng/ml repeat result = <0.01 ng/ml. Customer¿s diagnostic cutoff = <0.026 ng/ml no impact to patient management was reported.